Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a pump error alarm. The customer¿s blood glucose level was 153 mg/dl. The customer states he did a self-test on his pump and got an error message. The customer also states had high blood glucose however, declined to troubleshoot. Troubleshooting was performed for pump error and advised to perform self-test and the test did not pass. Advised pump needs to be replaced and sending replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Device received with scratched case, pillowing keypad overlay, faded serial number label, and minor scratched lcd window.